Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc231650e0; model: sc-2316-50e; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing increased pain in the left leg post trail procedure. The patient underwent a lead pull. The explanted leads will not be returned.